Event description:
Caller reported experiencing a cgm error, identified as error 42, which was associated with the fsl2 plus sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on a complete pump reset, and after the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.